Event description:
On (B)(6) 2014 the lay user/patient¿s spouse contacted lifescan (lfs) alleging that the patient¿s one touch ultralink meter was reading inaccurately erratic. The following complaint was classified based on information obtained by the customer service representative (csr). The reporter alleged that the product issue began around two weeks ago. The patient¿s spouse reported that the patient obtained blood glucose readings of ¿208, 56, 205, 224 and 40mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient manages their diabetes with an insulin pump. The reporter stated that on (B)(6) 2014 the patient suspected her blood glucose was low and tested on the subject meter, when she obtained a low result she treated herself with a glucose solution drink. The reporter stated that the patient then immediately re-tested her blood glucose and obtained the higher readings as stated previously. The reporter claimed that the patient experienced a symptom of ¿shock¿ immediately after obtaining the alleged inaccurate results. The reporter stated that the patient tested on another unknown meter approximately ten minutes later and obtained a blood glucose result ¿in the 100 range¿. At the time of troubleshooting the csr verified that the patient was using the correct testing technique, the unit of measure was set correctly and the test strips were stored correctly (per owner¿s booklet recommendation). Replacement products were sent to the patient. Based on the information provided, there is no evidence that the reported issue caused or contributed to a serious injury. The patient¿s reported symptom of ¿shock¿ does not meet lifescan¿s criteria for a serious injury. The patient did not administer inappropriate self-treatment in response to the alleged inaccurate results. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.